Event description:
It was reported that the procedure was performed to treat a lesion in the mid right superficial femoral artery (sfa) with none tortuosity and calcification. The 5.5x150 mm supera self expanding stent system (sess) was implanted in the lesion without issued; however, post procedure was noted that the supera stent was expired on 9/30/2022. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Reportedly, the 5.5x150 mm supera self-expanding stent system (sess) was implanted in the lesion without issued; however, post procedure was noted that the supera stent was expired. It should be noted that the supera peripheral stent system instructions for use (IFU) states: use this device prior to the ¿use by¿ (expiration) date specified on the device package label. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use as the device was inadvertently used past the expiration date. There is no indication of a product quality issue with respect to manufacture, design or labeling. Medical device problem code 2017 - use after expiration.